Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the atrial lead exhibited noise over-sensing. Patient was scheduled to be brought in for further evaluation and manipulation. Patient was stable.

Manufacturer narrative:
Correction: d2 - device product code was incorrect. Should be dtb.